Manufacturer narrative:
The returned device was evaluated and no kinks or damages were found along the soft cannula. Fluid was observed passing through the fluid path successfully. Download data showed no signs of struggle during device run. No issues found that would cause device to fail to deliver insulin. Correction to d(4): lot number changed from unavailable to l45287. Expiration date changed from unavailable to 05/16/2021. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from unavailable to 11/16/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level was higher than 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was administered.